Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with a belt) was confirmed. Upon investigation the monitor displayed a service code 101 (av incompatible). The monitor programming was corrupted. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor would not communicate with an electrode belt.